Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device was explanted due to inappropriate sensing and delivering inappropriate shocks. Cardiologist felt device was malfunctioning. The device had also been migrating down behind the pectoral area over a period of four years. A new device was implanted. No further patient complications were reported as a result of this event.